Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they repaired power supply board. Right iui wasn't connecting. As found 9.19 sw as left ver 9.19. Replaced keypad. Replaced rear case. A review of the device history record for sn (B)(6) was performed from the date of manufacture 09/27/2012 to the present date 12/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the power supply board. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Event description:
The customer reported that the right side iui connector board will not connect. It was reported there was no patient involvement.

Manufacturer narrative:
A review of the device history record for (B)(6) was performed from the date of manufacture 09/27/2012 to the present date 12/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the right side iui connector board will not connect. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the right side iui connector board will not connect. There was no patient involvement.